Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for left ventricular tip to ring impedance being high and undefined. The lead was reprogrammed tip to can. The lead remains in use. No patient complications have been reported as a result of this event.